Event description:
It was reported to philips that the device¿s c-arm was making uncommanded movements. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and determined the geometry module failed the safety check on start up. After replacing the geometry module, the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry module failed. The field service engineer (fse) replaced the geo module . After the replacement of the of geo module the system was returned to use in good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.